Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ broken device- patient contact unknown: unable to observe as no device was received. ¿ device appearance: unable to observe as no device was received. ¿ tyvek or thermoform sticking: observed a delamination in the inner lid. Additionally, observed a yellow discoloration of inner lid. No other observations observed on the device or device packaging. Additional, changed, and/or corrected data: a3a, b5, d9, h1, h3, h6.

Event description:
Healthcare professional reported via sales representative "device that looked burnt when opening the package". Sales representative later reported "couldn¿t even open the implants since the white tear sheet was sealed onto the bowl". The device was not implanted.

Event description:
Healthcare professional reported, via sales representative. "Device that looked burnt, when opening the package". Sales representative, later reported, "couldn¿t even open the implants, since the white tear sheet was sealed onto the bowl". This record is for an unknown side. The device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "couldn¿t even open the implants, since the white tear sheet was sealed onto the bowl".

Manufacturer narrative:
Additional, changed, and/or corrected data: h1.

Event description:
Healthcare professional reported, via sales representative. "Device that looked burnt, when opening the package". Sales representative, later reported, "couldn¿t even open the implants, since the white tear sheet was sealed onto the bowl". This record is for an unknown side. The device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: broken device: not observed. Device appearance: not observed. Tyvek or thermoform sticking observed inner yellow lid. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported via sales representative "devices that looked burnt when opening the package". Sales representative later reported "couldn¿t even open the implants since the white tear sheet was sealed onto the bowl". This record is for unknown side. Device was not implanted.